Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient¿s wife called the health professional and stated that while the patient was sitting in a chair watching tv at home a low battery alarm occurred. The patient went into the bedroom to connect to the power module, and a driveline fault-call hospital contact / yellow wrench alarm occurred. The patient stated that he got scared and started to attempt to exchange his primary system controller with his backup system controller. The health professional instructed the patient¿s wife to connect the driveline back into the primary system controller. She then had the patient perform a self-test to see if the alarm would clear. The alarm reoccurred after the self-test. The patient was asymptomatic. The health professional asked the patient to come into the clinic to further investigate the alarm, but the patient and his wife were adamant that they could not because they live 6 hours away. The health professional then instructed the patient¿s wife over the phone on how to exchange the system controller to the backup system controller. The patient experienced some difficulty connecting the driveline into the backup system controller, and it took approximately 2 minutes to connect. There were no further alarms. A self-test was performed on the backup system controller and it passed. The pump parameters were within normal limits.

Manufacturer narrative:
Approximate age of device ¿ 5 months. The device was returned for analysis. Evaluation is not yet complete. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Manufacturer narrative:
Corrections. The serial number of the device and the correlating device information was corrected. Approximate age of device ¿ 1 day. The backup system controller serial number (B)(4), was not returned for evaluation and a log file was not submitted for review. Therefore an investigation regarding the patient having difficulty connecting the driveline to the backup system controller could not be performed. No further issues related to difficulty connecting the driveline have been reported. Reports of difficulty in completing the driveline connection during ¿pocket¿ system controller exchanges are being addressed through the manufacturer's corrective/preventative action system. An urgent medical device correction notice (2916596-3/6/14-001-c) dated march 4, 2014, was sent to customers. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. The primary system controller serial number (B)(4), was returned for evaluation. The system controller functioned as intended during the analysis. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.